Event description:
The physician attempted to deploy a 3.00mm diameter x 18mm length endeavor resolute rx drug eluting stent. The stent was inspected prior to use and prepped with no abnormalities noted. The target location was a severely calcified lesion in the lad. The lesion had 90 % stenosis with moderate tortuosity. The lesion was pre-dilated using a sprinter balloon. An attempt was made to deliver the stent but it would not cross the lesion. Additional information received reported that the stent was deformed when it was removed from the vessel. A resolute integrity stent was implanted instead. This was followed up by a post dilatation using a balloon. No patient injury or clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 90% stenosis and calcified lesion). No results available since no evaluation was performed (device retuned but evaluation is in progress). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 90% stenosis and calcified lesion). Unable to confirm complaint (device retuned but evaluation is in progress). (B)(4).